Event description:
The consumer rented the unit, and was using the knee rollator to help him walk. The consumer alleges he must have rested the walker on a small stone, and it allegedly flipped out from under him, causing two broken teeth, and cut on his hand requiring stitches.

Manufacturer narrative:
User reported was transgressing with his product and reportedly rested it on a stone which resulted in his fall. Current user guide covers this area. No apparent malfunction. MDR filed based on injury.